Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump came apart exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported a breach in the transformer housing. She did not report of any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this prod are currently being monitored for effectiveness of the above mentioned corrective action.